Event description:
As reported: "the drill tip used was damaged during an operation. Drill tips remained in the patient. Surgeon tried to remove it but determined that it was impossible to remove because it was embedded in the bone".

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received drill shows signs of intense and frequent usage as evident by cutting edges which are blunt, scratches and marks on the surface. The twist drill is broken off from the distal end and the broken part was not returned for investigation. From the microscopic image provided we can say that the breakage was caused by the application of high torsional load. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause was attributed to a user related issue. The failure was caused by application of a high torsional and bending load which resulted into breakage. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "the drill tip used was damaged during an operation. Drill tips remained in the patient. Surgeon tried to remove it but determined that it was impossible to remove because it was embedded in the bone".